Event description:
Catheter breakage. The indwell time was 121 days. The catheter broke at the section, where it narrowed at the vessel side approx 2 cm from the cuff. The pt was less than (B)(6). The device was inserted by a cut down method from the external jugular vein to the precordium then outside the body. The site was patent until right before removal, but subcutaneous drug leakage had been observed 2 to 3 times. When the cuff was separated and removed, only a segment was removed. Because the remaining portion remained under the skin. It was removed after the access site was dissected. Although scissors were used for maneuvering. The catheter probably did not break due to the scissors considering that the break site was located further then the cuff. The cross section which shows that it had been cut diagonally is the access site and not the break site.

Manufacturer narrative:
The reported complaint will be confirmed as user related. It was reported that the catheter broke approximately 2 cm from the cuff. The cross sections of the adjoining ends of the catheter were microscopically examined and were noted to be glossy and striated, which is indicative of a sharp instrument cut. The tubing was apparently cut by the user as opposed to a break. The catheter was reportedly in place for 121 days. No leaks were found in either segment of the catheter. No defects related to the manufacturing process were noted on the complaint sample. A chr was not completed since the lot info was not provided by the component.